Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (b)(6 2014 00:33:35. During night drain cycle six, the patient's ultrafiltration reading was 1747ml, indicating the home patient (hp) drained 1402ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4).the device was evaluated and the reported issue was identified during the review of the event history logs. The cause was determined to be a use error, tidal total ultra filtration (uf) removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.